Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Lens was returned dry, in lens case. Visual inspection found a crack on the lens, debris and clear residue on the lens surface. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that an aq2015a silicone three piece lens, 23.5 diopter, cracked during the loading process. There was no patient contact and the cause of the event was unknown. The reporter was unable to provide additional informatoin.